Event description:
Five days after treatment with juvederm ultra to the under eye area, and botox treatment to the crow's feet and lateral aspect of the bilateral eyes, the pt presented with swelling, bruising and white secretions from the tear ducts. The physician prescribed cipro 500mg twice a day for ten days and cipro eye ointment for ten days. The physician reports that the bruising and infection symptoms have resolved, and the edema in the zygomatic area is persisting.